Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, customer initiated a bolus they didn¿t need. Bg was addressed by consuming carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.